Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) concomitant products: distributed acunav catheter, model #: m-5723-09, soundstar eco catheter, model #: m-5723-17, ez steer thermocool sf nav catheter, model #: d-1313-05-s, lot #: unknown_d-1313-05-s. Carto system. Stockert 70 system, model #: m-5463-01, serial #: (B)(4), coolflow pump, model #: m-5491-02, serial #: (B)(4). (B)(4)

Event description:
It was reported that a mid sixty male patient underwent a atrial fibrillation (afib) procedure with a pentaray navigational eco catheter and suffered a st segment elevation. The patient's medical history is unknown. The patient was under general anesthesia. A "no transducer" error populated. The swiftlink was replaced and the issue did not resolve. The soundstar eco catheter was replaced with an acunav catheter and the issue resolved. The procedure was then continued. Later in the procedure, the patient had an st segment elevation noted inferiorly which resolved on its own without any intervention. Only the pentaray navigational catheter and the acunav catheter were in the patient at the time of the st segment elevation. No mapping or ablation where performed with the ablation catheter. After the ep procedure, they decided to do a heart catheterization to determine if it was ischemic. There were blockages in the coronary noted. However, the percentages were not known. There is no information about the hospitalization. Per the caller's knowledge, the patient did not require any additional care. No further information is known regarding the patient status. The systems worked without an issue. The physician did not think it was related to product usage. Since we can not confirm if prolonged hospitalization was required, to be conservative, this event has been assessed as a serious injury.